Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. Melting of the insulation was noted in several places. There was a segment of polyurethane tubing from another lead fused to the lead via tissue ingrowth. Visual inspection revealed calcified body fluid (calcification) on distal anode ring. Depending on how much calcification was on the lead before the lead was explanted, the impedance measurement could have been affected. The lead passed resistance testing.

Event description:
Boston scientific received information that this lead was explanted after displaying oversensing and pacing impedances of greater than 2000 ohms. Lead insulation damage was noted. The explanted lead has been returned for analysis. There were no additional adverse patient effects reported.